Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the touchscreen was unresponsive when it was calibrated. It was reported that there was no patient involvement at the time the issue was discovered, and the device was removed from service. The biomedical engineer (bme) reported to the remote service engineer (rse) that the touchscreen was unresponsive when it was calibrated-- the bme attempted touchscreen calibration a number of times. The rse informed the bme that the latest version of the service manual was version t and provided the part number and price of the replacement touchscreen to the bme for repair upon request.

Manufacturer narrative:
H10: per good faith effort (gfe) response, the biomedical engineer (bme) confirmed that the touchscreen was purchased and replaced but through a third-party vendor. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.